Event description:
It was reported that low r-waves were observed. The patient was reported with eschemia. The leads were replaced. Our records shows that the leads were capped.

Manufacturer narrative:
Na